Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced breast pain. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galaform (galaflex 3dr) were used. There were no concomitant procedures done. On (B)(6) 2017, left breast pain was reported. It was reported that the pain is over the mesh suture site. Patient was given medication (celebrex). Resolved (B)(6) 2017 with no sequelae. Review by medical affairs identifies this as related to the device and serious.